Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had defective tubes, they were "sticky and rough". It was stated that when it was out of the package, one side of the tube was found to have sticky residue. The customer reported there was no patient involvement.